Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity and moderate calcification in the mid right coronary artery (rca). The 4.0 x 12 mm xience prime was deployed at 12 atmospheres (atms) at the target lesion; however, after post-dilatation was performed with a 4.0 x 12 mm nc trek balloon a dissection was noted at the proximal edge of the stent. A 4.0 x 23 mm xience prime stent was used to cover the dissection as far as the ostium. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was available.